Manufacturer narrative:
The physician reported that the pt's hive cleared up within a few days of appearing. The pt had a history of hives and the physician did not beleive the hives were related to the collagen test implant. Etiology for the hives remains unknown and will never be determined. The hypersensitivity symptom resolved as of 6/1/1997.

Event description:
A physician reported a patient who received her first skin test on 4/22/1997 in the left forearm. Within 24 hours, the patient developed redness at the skin test site and hives at the right and left antecubital fossa areas. The patient returned to the office on 5/13/1997 with persistent redness at the test site and one hive at the right anteubital fossa. The physician diagnosed the redness at the test site as a positive skin test but was not sure if the hives at the antecubital fossa areas were related to the collagen skin test. On 5/20/1997, the patient reported by telephone that the skin test site was getting darker, and that the hives were resolved. On 5/21/1997, the physician prescribed a medrol dospak.